Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reloaded the same cartridge and resumed insulin administration, resolving the issue without completing additional documentation.